Event description:
An elevate apical and anterior (intepro lite) device was implanted on (B)(6) 2009. It was reported that on (B)(6) 2011 the patient experienced continuing urinary frequency, considered to be mild and related to the device and procedure. Intervention included a cystoscopy.

Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.